Manufacturer narrative:
The product was not returned for analysis; complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, there was issue with company pre-loaded device several times now. These were just reported after it occurred again. The leading haptic was going underneath the optic and sticking there. There are three medical device reports associated with this file. This file is about the statement "these were just reported to me this morning after it occurred again. The leading haptic is going underneath the optic and sticking there".